Event description:
Medical records received indicate a ti locking recon plate was implanted. Follow-up CT scan noted the plate to be fractured. Additional cancer was noted and pt underwent a second procedure. Broken plate was removed and replaced with another of the same plate.

Manufacturer narrative:
Lot#: this info was not provided. Info contained in this report was obtained from review of medical records by synthes legal department. Investigation could not be concluded, no conclusion could be drawn. No product was returned for investigation and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.